Manufacturer narrative:
No product was returned for evaluation. Review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that the patient had a successful angio-seal placement. The patient reported back to the emergency room in the evening complaining of increased groin pain and a cold foot. The patient was referred to a vascular surgeon who performed a cut down and removed the angio-seal anchor. The patient was reported to be in recovery.